Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend or family member reported that they went in for an implant on (B)(6) 2016 and went to recovery. They had to remove it the same day because the patient lost feeling in their left leg. The implantable neurostimulator (ins) was to help with the left arm pain. There was a manufacturer representative (rep) there to tweak the ins as soon as they took it off, they took off. The patient was rushed to another hospital to do a CT scan that did not show a hematoma or anything. The patient was discharged on saturday. It was noted that no one had answers as to why the patient could not lift or bend the knee. They spend 22 months trying to get the patient pain free and patient was worse off than before the ins. It was noted that the CT scan did rule out the hematoma and was discharged the following day. It was noted that the patient was able to stand the following day without putting a lot of pressure on the left leg so they let them go. The patient went in for office visit on (B)(6) and the pain clinic told them that there was nothing more they could do for the patient so they did not need to come back. The pain still had tingling in their left leg and had fallen a few times since this leg weakness on the left leg. This all started from an accidental traumatic amputation of a finger on their left hand which led to rsd a year and a half ago. They were hopeful that the leg would fully recover.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.